Event description:
Handle of aspirating tubing used for suction curettage does not rotate properly making performance of procedure extremely difficult not only in evacuating products of conception but greatly increasing risk of retained products of conception (poc) or uterine injury, i.e. Uterine perforation. This product is distributed by "busse" hospital disposables and should be immediately recalled or replaced. I have spoken to several ob/gyn's in our department who have had similar experiences. Another obgyn has complained to or staff of same issue.